Manufacturer narrative:
The complained product was requested for investigation, but is not available for return. If the product is returned in the future, a follow up report will be submitted. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated that a safe-t-pro lancet device did not retract.